Event description:
A consumer reported that one day following intraocular lens (iol) implant surgery, she was seeing purple/violet color and black dots in her vision and experienced inflammation. She reported her surgeon informed her that the "vision disturbance was more than normally expected" and may be due to the vitreal tissue swelling left over from a vitrectomy performed a year ago. She reported she is "much better" not and seeing "light pink". She reported she continues her postoperative medications per her surgeon's instructions. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).